Event description:
It was reported the reservoir leaks in the reservoir compartment. It also was reported that the customer had an alarm, while wearing the insulin pump. The customer removed the reservoir and the insulin came out.

Manufacturer narrative:
Currently it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.